Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a egd (esophagogastroduodenoscopy) procedure performed on (B) (6) 2009. (Pt age is unk, however, (B) (6). According to the complainant, during the procedure, the clip would not deploy. When the clip exited sheath, it wouldn't open or close. It never touched tissue. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4) (won't open/close). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).